Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012 customer reported that the needle bellows of the lh500 instrument overfilled and leaked. Customer stated that the instrument also experienced vacuum errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the needle bellows were not draining. Fse replaced the tubing and check valve for pinch valve (pv) 21. There was no further evidence of leaking or errors. Repairs were verified as per established procedures and results met published performance specifications.